Event description:
During service by baxter, failure code 812:02 was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.